Manufacturer narrative:
Investigation and repair performed by our field service engineer found a leak coming from the compressor tubing. After the tubing was replaced, the compressor unit passed all functional and safety test per factory specifications and was cleared for clinical use. The damaged tubing was not returned for investigation. As no goods were returned for investigation, the root cause of why the compressor tubing leaked could not be determined.

Event description:
It was reported that the compressor generated an alarm for low pressure. Patient involvement is unknown. Manufacturer's ref #: (B)(4).